Manufacturer narrative:
Block a: patient information could not be obtained due to country privacy laws. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Block h4: date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of ventilation. There was no patient injury.

Manufacturer narrative:
Additional information was received that the reported event was due to the facility's power output. There was no malfunction of the engstrom device.